Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while walking, with the lowest blood glucose recorded at 46 mg/dl, after recently increasing the nighttime target and while remaining connected to the ilet; education was provided on pausing insulin and disconnecting during walks and on accessing meal insulin averages. Symptoms included feeling shaky. Outcomes included self-treatment with oral carbohydrates that corrected the low within approximately 30¿45 minutes and no need for outside assistance or medical intervention. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device malfunction reported, with the event attributed to cause unclear hypoglycemia during activity. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.